Event description:
I.m. Nail broke six months post surgery which required surgery to correct. Incorrect nail and non-union caused breakage.

Manufacturer narrative:
If explanted, given date - unknown.